Event description:
It was reported that the central line was being placed in a male patient in the emergency room. During placement in the patient's right groin, the spring wire guide (swg) would not advance. At which time, the physician removed the swg and it uncoiled. The swg was removed intact. As a result, another catheter was placed in the patient's left groin. The patient had a hematoma in the right groin area at the insertion site. There were no complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.